Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 16 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a pump stoppage and driveline disconnected alarms were observed during device interrogation. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed one pump stoppage on (B)(6) 2018 at 6:11:19 pm for approximately 2 seconds that was associated with the driveline being disconnected. On (B)(6) 2018, it was reported that the patient's modular cable connection was evaluated and found to be tight. The modular cable was replaced. No further information was provided.